Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was received for evaluation. Visual inspection found no physical damage on the device. The reservoir was filled with water, the temp check e5581 was attached, the line cord was plugged in, and the power was turned on. The customer's indicated failure could not be duplicated or confirmed. As a result, no action was taken. The device is not needed in the loaner pool and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit came with no working alarm. There was no patient involvement and no patient harm/adverse event reported.